Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Clevis was broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole, which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, when they retracted the liver to allow for visualization of the kidney, the screw at the angle of the retractor fell into the cavity of the patient and the surgeon was able to retrieve it using a laparoscopic instrument. Then they used a different retractor to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, when they retracted the liver to allow for visualization of the kidney, the screw at the angle of the retractor fell into the cavity of the patient and the surgeon was able to retrieve it. They then used a different retractor to complete the case. There was no patient injury.